Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a piece of white septum in the syringe. It was also reported that resistance was experienced during the fill process. Both a syringe needle and cartridge change were performed resolving the issues. Blood glucose was 205-224 mg/dl.